Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pump "alarmed forty seven times with upstream, then air " while being used with an unspecified access set. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.